Event description:
The customer was vomiting and hosp for high blood glucose and dka. The customer stated that she feels dizzy, could not stand, and had blurry vision. Customer reported that she attempted to prime several times and the insulin exited but she did not see any numbers on the screen. Customer stated that her sugar level were high at the time of call and was not able to prime pump.